Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was broken and fallen off. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager (rm) hasp partially detached from front of refrigerator. A field service engineer (fse) removed all adhesive and cleaned surface of refrigerator and hasp. Further the fse applied new adhesive to hasp and aligned properly with rm then used vicegrip to activate adhesive on door hasp. Then the customer was able to test inventory with good results. The system functioned as intended after the field service engineer repaired the device.